Event description:
The facility's biomed reported an infusion pump with an 814:04 failure code, which occurred during set-up. The biomed stated that there have been no reports of any pt incident involving this pump since the last baxter service event, additional contact info was requested but no additional contact was identified.